Event description:
On (B)(6)2026, a patient in spain reported an issue. Upon inquiry, it was determined that the patient did not have sufficient subcutaneous tissue at the insertion site. This resulted in hyperglycemia of 400 mg/dl, and the patient was treated with a manual injections.

Manufacturer narrative:
E1: name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380